Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient¿; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralex (device #2). An additional emdr was submitted to represent the bard flat mesh (device #1). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard mesh (bard flat mesh) on (B)(6) 2003 and bard/davol ventralex on (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient¿; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the product identifiers. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct-2012) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b6, b7, d3, d.6b (date of explant), g3, g6, h2, h4, h6, h10, h11. Corrected fields: d1 (brand name), d4, g4 (PMA/510(k) #). This supplemental emdr represents the bard/davol ventrio mesh (device #2). An additional supplemental emdr was submitted to represent the bard flat mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard mesh (bard flat mesh) on (B)(6) 2003 and bard/davol ventralex on (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2003 - patient was diagnosed with abdominal hernia thereby underwent open repair with implant of bard flat mesh (device # 1). Per op notes, ¿the hernia defect was identified and repaired using bard flat mesh (device # 1) and sutured.¿ on (B)(6) 2012 - patient was diagnosed with recurrent incarcerated incisional hernia thereby underwent open repair with excision of bard flat mesh (device # 1) and implant of synthetic mesh. Per op notes, ¿the old scar was removed. The hernia sac was identified and dissected out. In left side the sac was opened, the loops of small bowel stuck to the abdominal wall was identified and released. The old mesh (device # 1) was identified and removed. The adhesions of mesh were taken down. The eroded mesh was removed entirely along with a part of small bowel resection. The hernia defect was repaired using synthetic mesh.¿ on (B)(6) 2013 - patient was diagnosed with recurrent incisional hernia thereby underwent laparoscopic repair with excision of synthetic mesh and implant of ventrio mesh (device # 2). Per op notes, ¿the adhesions of hernia defect were taken down. The synthetic mesh was identified and removed. A large hernia defect was identified and reduced. A ventrio mesh (device 2) was placed using prolene sutures and tacked.¿ on (B)(6) 2019 - patient was diagnosed with infected mesh, small bowel obstruction with pain and abscess thereby underwent open repair with excision of ventrio mesh (device # 2). Per op notes, ¿the prior mesh (device # 2) appeared to be eroded into the small bowel. The old mesh (device # 2) and other remanent pieces of synthetic mesh were removed. The small bowel was adherent to the mesh was taken down. A large wad of omentum was stuck in the abdominal wall was taken down. A part of the small bowel was resected. The abscess cavity was drained and sutured.¿